Event description:
It was reported that a post-op interrogation revealed the pace/sense rv lead was exhibiting high thresholds and diaphragmatic nerve stimulation. An x-ray was completed which showed the patient also had a pneumothorax. A lead revision was completed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).